Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to the report, it was difficult to obtain samples of cerebrospinal fluid and difficult to flush the system during the pt's most recent infusion appointment (date not provided). The device was surgically explanted on (B)(6) 2013. Pt was discharged from hospital care on (B)(6) 2013. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.